Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, when the stent on the proximal part was crossed, the device was slightly caught, but it was managed to be able to cross into the distal part. Furthermore, the balloon already ruptured on the distal part outside the stent before trying to inflate. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.